Manufacturer narrative:
E1: initial reporter facility name:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set hard to disconnect.the following information was received by the initial reporter with the verbatim: difficulty of the disconnection of the tubing from the IV connection. Note that it cannot be removed without the hemostats to aid in removal. The concerns for this tubing are the possible contamination risk and delaying care in an emergent situation. Let me know if I can assist or answer any more questions.

Manufacturer narrative:
H.6. Investigation summary: a complaint of difficulty disconnecting set was received from the customer. Two samples of material number me2020 were submitted for quality investigation. The customer complaint of connection issues - disconnection could not be verified by visual inspection. The samples were first inspected for cracks or damage to the tubing, the male luer and the female luer. There were no issues found during the visual inspection. Each of the connectors were then connected to a sample smarsite to determine if there were any issues with connection or disconnection. There were no issues with connecting or disconnecting both the female and male luers to their corresponding connectors. Fluid was then set through the extension sets with both ends connected to a corresponding luer to determine if the connection was leak tight. There were no issues with leakage at both luers during this test. A device history record review for model me2020 lot number 23079059 was performed. The search showed that a total of (B)(4) in 1 lot number were built on 09jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the defect not being able to be replicated a root cause could not be determined. The clinical team has been made aware of this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd maxguard extension set hard to disconnect. The following information was received by the initial reporter with the verbatim: difficulty of the disconnection of the tubing from the IV connection. Note that it cannot be removed without the hemostats to aid in removal. The concerns for this tubing are the possible contamination risk and delaying care in an emergent situation. Let me know if I can assist or answer any more questions.